Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of the cannula not properly inserting. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 28 mmol/l (504 mg/dl) for an undisclosed time wearing the pod. The patient¿s mother stated the cannula was not properly inserted into the pod site which led to high bg levels, and vomiting. As treatment a new pod was applied, and the levels have decreased.